Manufacturer narrative:
(B)(4)

Event description:
It was reported that the tibial baseplate did not appear to have accurate machining and polishing on the anterior lip. There was not a suitable replacement so the device was implanted with the defect. No complications have been reported to this date.

Manufacturer narrative:
The associated complaint devices was not returned, the device remains implanted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.